Event description:
Plaintiff alleges being diagnosed with latex allergy. She alleges suffering from allergic rhinitis, shortness of breath, itchy and watery eyes, wheezing, facial swelling and urticaria. She alleges she is at risk of suffering severe allergic reactions when she comes into contact with many different commonly used products which contain the natural latex protein. She alleges she has suffered permanent impairment of the capacity to labor and earn money.